Manufacturer narrative:
Additional information, device evaluation the pipeline flex was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex braid was returned detached from the pushwire; the distal and proximal ends of the braid were unable to be identified. The braid was fully open with moderate fraying at both ends. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the customer's photos, report of pipeline flex failure to open at the distal end was confirmed. However, the cause of the event could not be determined from the device evaluation. The returned pipeline flex braid was found fully open. The damage to both ends of the braid is possibly the result of the customer re-sheathing the device more than recommended two times. Possible contributing factors of ¿failure to open¿ include damage to the pipeline braid and vessel tortuosity. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "the system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. This event is still under investigation; a follow-up MDR will be submitted when investigation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion treatment of an unruptured, saccular aneurysm in the right internal carotid artery (ica). The aneurysm max. Diameter was 10mm and the neck diameter was 4.31mm. The landing zone artery size was 4.7mm distal and 4.07mm proximal. Vessel tortuosity was moderate. The devices were prepared as indicated in the IFU. It was reported that during deployment of the pipeline flex, the distal end of the braid did not fully. Less than 50% of the device had been deployed when it failed to open. The physician continued to push the device out of the microcatheter, resheath, then unsheathe; the distal end of the braid remained partially closed even as the middle section opened more fully. The device was removed from the patient. Upon removal, the pipeline flex was pushed out of the microcatheter; the distal end of the braid was still noted to look compressed. A new pipeline flex device was used to complete the procedure without issue. Post-procedure angiography showed stasis in the aneurysm. There were no reports of patient injury in association with this event.